Event description:
Advocate from (B)(6) stated her son's blood glucose was tested on two contour next link meters. The readings were 1.1 and 8.4mmol/l. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The caller was advised to return the strips for investigation. New meter and strips were sent to the customer.